Event description:
Reporter indicated a dell handheld vns computer was freezing after interrogation. Reseating the flashcard resolved the event. The handheld dell computer and flashcard will not be returned.